Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Please provide the patient's demographic information including age, weight, bmi at the time of index procedure. What was the date of the initial c-section? Lot number? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What instruments were used to grasp the needle? Where was the needle grasped during use? What was the date of the re-operation to remove the needle tip? Were the initial procedure and the re-operation performed on the same day? Was the needle tip retrieved during the re-operation on (B)(6) 2022? Does any needle piece remain retained in the patient¿s tissue at the current time? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent an emergency cesarean section surgery on (B)(6) 2022 and a barbed suture was used for dermostitch. During the procedure, in the middle of the suturing, the surgeon had a feeling that it was difficult to suture, but the suture was continued. After the operation, when a nurse checked the needle, the tip had been missing. The background was explained to the patient postoperatively, and a CT was taken. The needle tip remained in the body. On (B)(6) 2022, the patient underwent reoperation for removal operation under local anesthesia. The remaining needle was retrieved safely. There was no problem with the patient¿s condition. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Please provide the patient's demographic information including age, weight, bmi at the time of index procedure. What was the date of the initial c-section? Lot number? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What instruments were used to grasp the needle? Where was the needle grasped during use? What was the date of the re-operation to remove the needle tip? Were the initial procedure and the re-operation performed on the same day? Was the needle tip retrieved during the re-operation on (B)(6) 2022? Does any needle piece remain retained in the patient¿s tissue at the current time? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent an emergency cesarean section surgery on (B)(6) 2022 and a barbed suture was used for dermostitch. During the procedure, in the middle of the suturing, the surgeon had a feeling that it was difficult to suture, but the suture was continued. After the operation, when a nurse checked the needle, the tip had been missing. The background was explained to the patient postoperatively, and a CT was taken. The needle tip remained in the body. On (B)(6) 2022, the patient underwent reoperation for removal operation under local anesthesia. The remaining needle was retrieved safely. There was no problem with the patient¿s condition. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 5/6/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: on what tissue was the suture used? Dermis. Does any needle piece remain retained in the patient¿s tissue at the current time? No. Needle piece was retrieved. What is the patient's current status? There is no problem with the patient's condition. The following information was requested but unavailable: please provide the patient's demographic information including age, weight, bmi at the time of index procedure what was the date of the initial c-section? Lot number? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What instruments were used to grasp the needle? Where was the needle grasped during use? What was the date of the re-operation to remove the needle tip? Were the initial procedure and the re-operation performed on the same day? Was the needle tip retrieved during the re-operation on (B)(6) 2022? What is the physician¿s opinion as to the etiology of or contributing factors to this event?

Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/26/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow- additional h3 investigation summary: a failed suture needle was submitted fractographic evaluation. The component was identified as product code sxpp1b113. It was requested that assess the fracture mode of the failure. A fracture was observed near the tip body the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle.  There is no evidence of any material flaw that would cause premature failure. The manufacturing records could not be reviewed as the batch number is unknown.